Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and verified the malfunction. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all testing. (B)(4).

Event description:
Covidien received information that the 840 ventilator stopped cycling.